Manufacturer narrative:
9734410: the product was returned and analysis found the end cap has been broken off and is missing. Otherwise, the ratchet and instrument retention mechanisms have normal function. 9734403: the product was returned and analysis found the tip of the probe is bent. 9733148: the product was returned and analysis found the adjustment screw threads are damaged near the head of the screw. The damage is in a place that does not effect the travel of the screw. The screw also has tool marks all around the head. The clamp is otherwise functional. Other relevant device(s) are: product ID: 9733148, serial/lot #: (B)(4); product ID: 9734403, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9734410, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the ratcheting handle was missing a piece, the thoracic probe was bent at the tip, and the thoracic clamp screw was striped. There was no patient present.